Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date the patient was treated with unspecified "strong" antibiotics for peritonitis. Two days after hospitalization, the patient was discharged from the hospital. The outcome of the peritonitis was not reported. Pd therapy was ongoing. No additional information was available at the time of this report.